Event description:
A user facility reported an intraocular lens (iol) was exchanged for the same model lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 12/21/2011 and 01/03/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).